Manufacturer narrative:
.

Event description:
A report was received that the patient's ipg had failed. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted device was not returned to bsn.

Event description:
A report was received that the patient's ipg had failed. The patient will undergo an ipg replacement procedure.